Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced blood glucose levels as high as 398 mg/dl and was unsuccessful lowering them by bolusing via the infusion device. The patient took an injection of 35 units of apidra insulin. She had a friend take her to the hospital where she was given an IV, the patient did not know the contents of the IV. The infusion device was requested to be returned for product evaluation.